Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intra ocular lens (iol) returned cut in two segments inside a sample container. No device returned. Solution is dried on the iol. Both haptics are intact. The optic is scratched/marked rejectable. The lens was replaced with monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, after intraocular lens implantation surgery, the patient experienced multifocal intolerance. Hence the lens was explanted and replaced with another monofocal lens in a secondary procedure.